Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of herpes zoster, pain swelling, bruising, blotchy erythema, and blisters that subsequently "scabbed over" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with juvederm ultra xc in the temples bilaterally the patient developed pain in the right temple extending up into the scalp later that evening. The following day, the patient was assessed by the healthcare professional who noted swelling and a "small pinpoint bruise" at the right temple; the patient stated the pain had diminished. The patient was instructed to apply a cool compress to the right temple. Two days later the patient was assessed again; the healthcare professional observed "blotchy erythema with blisters" at the right forehead extending into the scalp. The healthcare professional prescribed valtrex as they were concerned that the patient may be experiencing a herpes zoster outbreak. The patient went to an ophthalmologist who observed a blister on the right eyelid and more on the right side of the scalp; the patient was prescribed zovirax ointment. Since treatment, most of the patient's symptoms have resolved, including the blisters, which scabbed over and completely healed. The patient still has some bruising but it is diminishing.